Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records confirmed that the device was last serviced via repair on march 2018. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. However, since the device was manufactured six years ago, the potential cause of the reported distal end light guide cover adhesive peeling off is due to aging and other factors or it is possible that the phenomenon was caused by external force such as strong rubbing on the said part during normal use including the re-process due to long-term use. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation also observed the ultrasound image has three broken elements. Scope passed the leak test; no fluid invasion was observed. The scope was repaired to specification and returned to asset stock. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastro-videoscope was returned to the service center. There was no reported allegation of any malfunction associated with the device. There was no patient involvement reported. Upon inspection and testing, the adhesive at the distal end light guide cover lens was found peeled off/missing due to stress/impact to hard surface..